Event description:
The caller reported that the t:slim x2 pump battery would not charge, and a power source alert was recorded at the time the issue began. There was no adverse impact to the customer¿s blood glucose level. The caller declined to answer further questions, and no additional information was available regarding corrective actions taken.